Event description:
Procedure: cardiac surgery. According to the reporter: two clips applied onto vessels during an open heart surgery. Patient was sent back to operating room from por because of the bleeding seen from the drainage tube. Surgeon re-opened the wound and found these two clips not on the vessel. Re-ligation with suture to solve this situation.

Manufacturer narrative:
(B) (4). (B) (4).